Manufacturer narrative:
No device was returned to nuvasive for evaluation; the reported fracture was confirmed by review of photographs of the device. No operative notes and/or radiograph images were provided for review of usage/technique. A review of manufacturing records was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined with the information provided. Labeling review: "...residual risks to the patient associated with use of general surgical instruments are: instrument malfunctions which potentially result in surgical delays (thereby causing additional exposure to anesthesia, blood loss, and infection), a change in surgical plan, failure to achieve optimal clinical result and/or, infrequently, cancellation of a procedure. Such malfunctions include instrument fracture, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration; instrument fracture may also result in injury to the patient..." "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures...the instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury..." "...intra-operative warnings: the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial two (2) level extreme lateral interbody fusion procedure at l3/4 and l4/5. During the procedure, when the paddle sizer was inserted into the intravertebral space and slightly twisted, the attached hudson t-handle fractured at the mating interface with the paddle sizer. The fractured portion was searched for but was unable to be located within the patient. Information regarding whether images were used to confirm if the piece was in the patient or not was requested but was not available. Therefore, it could not be determined if the fractured piece was retained by the patient. No additional information is available.